Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, active current test, self test. The pump failed the sleep current test. Test p-cap locks properly into the reservoir compartment. No battery alerts, alarms, or anomalies noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No battery alerts, alarms, or anomalies noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms high sleep current and abnormal voltages on power management graph to the electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and battery tube threads - cracked. Charge/battery lasts less than expected and high sleep current measurement were confirmed, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported last only a few days. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712kl was returned for analysis.